Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a survey response was received regarding approximately four (4) procedures performed using the comprehensive segmental revision system. The surgeon reported overall satisfaction with the instrumentation, implant, and outcomes; however, complications include dislocation, infection, and instability. The surgeon has provided no further information regarding treatment, intervention, or occurrence specifics to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) g2: foreign - event occurred in belgium customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.